Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes, evaluation result codes, evaluation conclusion codes), h10. The getinge service territory manager (stm) who encountered the issue found that the coiled cable had not been securely connected. The stm disconnected the cable with unit powered on, causing multiple circuit board failures. To address the issue the stm replaced the keyboard controller pcb and dc to ac inverter pcb. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during pre-use check, a getinge service territory manager (stm) noted that the keypad of the cs300 intra-aortic balloon pump (iabp) was not functional. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during pre-use check, a getinge service territory manager (stm) noted that the keypad of the cs300 intra-aortic balloon pump (iabp) was not functional. There was no patient involvement, and no adverse event reported.